Event description:
Pt noticed that her knee was having more pain while she was walking in (B)(6) in below 0 temperatures. She was curious if there was any info in terms of the medication reacting poorly in colder temperatures. Told pt that there isn't any info that I'm aware of which would indicate one way or another but that arthralgia in general is a potential side effect of the medication. She said she only experienced it in the cold weather. Pt had mentioned it to her provider who wasn't aware if there was any effect either. Dates of use: (B)(6) 2017 - present.